Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 a patient (pt) called to report that in (B)(6) 2015 he/she was diagnosed with a corneal ulcer os. The pt reported that in (B)(6) 2015 he/she experienced discomfort os on the fourth or fifth day of wear of the acuvue oasys brand contact lens. The pt reported that he/she removed the suspect contact lens and the os was red "with a red indentation around the iris." The pt reported that he/she saw an eye care professional (ecp) about 2 days later. The pt reported that he/she was given eye drops (medication name is unknown). The pt reported that the corneal ulcer healed about one week later and the pt returned to contact lens wear. The pt reported that he/she does sleep in the lenses and replaces the lenses monthly. The pt reported that he/she has the suspect product. A call was placed to the pt's treating ecp for additional medical information. The ecp's office required the pt to sign a medical release form. Multiple attempts have been made to reach the pt for additional information, medical release form to be signed for the ecp to release the additional information and suspect product return, but the attempts have been unsuccessful. The suspect product has not been received for evaluation. This event is being reported as a worst case. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kfcc was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.